Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 559245 implantable pacing lead implanted 2008 (B)(6). (B)(4).

Event description:
It was reported that the ventricular lead's impedance has been rising. The lead remains in use. No patient complications have been reported as a result of this event.